Event description:
It was reported that stent damage occurred. A 3.00 x 24mm synergy xd was selected for treatment, but was not usable due to damage. No patient complications resulted in relation to this event.